Event description:
It was reported that during the initial implant procedure, no sensing, no impedance, and no capture were noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of no sensing, no impedance, and no capture were not confirmed. Visual inspection revealed the ventricular setscrew was damaged, out of position and floated beneath the septum, consistent with being over-rotated counterclockwise during the implant session, causing it to disengage from the setscrew port. After installing a new setscrew, leads were able to be tightened without any issue. Electrical and mechanical tests performed including leads impedance, capture, sensing, and outputs verification did not identify any functional issues.